Manufacturer narrative:
The devices are not available for return as they were discarded by the team before they could be kept. Therefore, a non-product return engineering evaluation was completed. Review of procedural imagery/photographs was performed and the following was observed: 3mensio imagery shows that the patient¿s access vessel (right femoral and iliac arteries) have presence of calcification. The access vessel also was tortuous. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath distal tip liner delamination or sheath shaft - insertion difficulty were unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. However, a review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU/training materials revealed no deficiencies. For the complaint of sheath distal tip - liner delamination, as described in the complaint description, ¿the damage was observed at the transition point at the end of the sheath. Some of the material at the very end near the radiopaque marker was folded up and slightly torn.¿ per provided 3mensio imagery, the patient¿s access vessel had presence of calcification. Damage of sheath distal tip can occur through interaction with calcified nodules within the access vessel. If excessive force was applied to overcome the resistance experienced during sheath insertion, it could lead to liner delamination at the distal tip. According to the procedural training manual, ¿do not force sheath. Check to ensure sheath is not damaged before reinserting. If damaged, return and replace with a new sheath¿. As such, available information suggests that patient factors (calcification) and/ procedural factors (high push force) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment is required at this time. For the complaint of sheath shaft ¿ insertion difficulty, per provided 3mensio imagery, the patient¿s access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity in access vessels can create a challenging pathway during the sheath insertion into the patient, which could lead to high resistance and push force. According to the procedural training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event.  No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
(B)(4). The investigation is in progress a supplemental report will be submitted. See related MDR number (B)(4).

Event description:
Edwards received notification from a field clinical specialist, the team elected to use right side to attempt tf approach. Multiple balloon dilations attempted prior to sheath insertion. The 1st 14fr esheath was damaged during insertion. The damage was observed at the transition point at the end of the sheath. Some of the material at the very end near the radiopaque marker was folded up and slightly torn.  Angioplasty was performed again of the iliac and a 2nd 14fr esheath was opened and inserted utilizing propofol as a lubricant. They attempted to then insert a 23mm commander delivery system with 23mm s3u valve. The system/valve was unable to pass the distal external iliac on the right side. The team elected to remove everything and perform angioplasty. A 16fr esheath was inserted with no issue. A second 23mm commander delivery system with 23mm s3u valve was inserted with no issue and the valve was deployed. At the end of the case a covered stent was required at the access site after multiple attempts to angioplasty. Patient was stable throughout. The devices are not available for return.